Event description:
It was reported that the fixation anomaly was noted on the atrial lead during the implant procedure. The lead was not used and replaced. The patient remained stable throughout the whole procedure.